Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that the user has less benefit and limited/decreased hearing performances with the device. The user first noticed late 2019/beginning 2020 that his performance on right side got gradually worse.

Event description:
The clinic reported that the user has less benefit and limited/decreased hearing performances with the device. No recent changes in health or medication have been reported. The user first noticed late 2019/beginning 2020 that his performance on right side got gradually worse. The user has been re-implanted on (B)(6) 2020 with a new device.

Manufacturer narrative:
Concusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.